Manufacturer narrative:
System and bronchoscope manufacturing records were reviewed and found no issues associated with this case. Manufacturing records confirmed that the scope passed final qa/qc testing prior to release. Video review identified no use errors or system malfunctions. Biopsies were performed under live fluoroscopy, and neither the tool nor the scope exceeded af boundaries. The physician did not attribute the bleeding to the galaxy system, noting that it appeared to originate from the forceps biopsy. Based on all available information, the event is most consistent with the known inherent risks of bronchoscopy and transbronchial biopsy.

Event description:
Bleeding was observed in the right upper lobe (rul) following a forceps biopsy and progressively increased after additional forceps biopsies. The galaxy scope was left in place and tranexamic acid was administered locally through the working channel. The galaxy bronchoscope was then removed, and a therapeutic scope was inserted through the endotracheal tube (ett) to visualize, clean the airway, and assess for continued bleeding. The patient was stabilized and admitted for 4 days. No malfunctions were reported. Attempts to gather patient demographics were unsuccessful.